Event description:
The jetstream g3 was advanced to treat a severely calcified lesion located throughout the entire common femoral artery (cfa) and into the proximal superficial femoral artery (sfa). The device was first used in the minimum diameter mode with good technique. Three quarters of the way through the lesion, the device started having severe rpm drops and stalled. The device was backed up without issue and it was decided to try again. During this run, the device stalled and became stuck on the guidewire. The device was freed from the guidewire, however, the device and guidewire had to be removed together as a unit. An angiogram showed a dissection and some extravagation. A balloon and stent were placed with a good result.

Manufacturer narrative:
The returned device was evaluated and the cause of the jetstream g3 becoming stuck onto the guidewire was due to damage to the bushing assembly. There was no indication, however, that the device becoming stuck onto the guidewire caused the dissection. Distal embolization is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU.